Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. D.4.: this is the first of two reports for the same patient involving two different lot numbers of the different product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of 2024-50221-02. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Initially it was reported by the healthcare professional that consumer wore the contact lenses which was cared with contact lens care solution and experienced corneal infiltrate. Consumer went to the doctor and treatment was prescribed as dexamethasone, neomycin and polymyxin b and the frequency was one drop four times in a day. Symptom resolution it was continuing. Upon follow up medical records were received, and it was observed that consumer visited three times to the doctor and in the first record it was diagnosed with trauma, foreign body sensation, discharge, matte, subepithelial infiltrates which is scattered all over the cornea along with conjunctival cyst at inferior- nasal position. But the final diagnosis was keratoconjunctivitis. Treatment was the same dexamethasone, neomycin and polymyxin b and the frequency was one drop four times in a day for one week. Again, consumer went for the second follow up visit, and it was diagnosed that no infiltrates, but cyst was not resolved (same position), doctor instructed to wear contact lenses. When consumer has started wearing the contact lenses; again, experienced with the same symptom as subepithelial infiltrates, which is at superior position of cornea, along with conjunctival cyst at inferior- nasal position, with the same.